Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. The customer was able to readjust and complete the procedure as normal. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the surgeon informed the field service engineer (fse) during a site visit that, the endoscope suddenly moved and was loose and a loud bang was heard. They were able to readjust and complete the procedure as normal with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon reported that only zero-degree scopes are used when operating. The customer confirmed that the instrument was visually inspected before use and appeared to have no damage. The instrument had moved on its own without surgeon's command.